Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy due to noise. An increase in pacing lead impedance was also noted. Fracture was suspected. Lead was capped and replaced. Patient condition was fine after the event.